Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. The stm observed that when the iabp was turned on, a "maintenance code #5" was displayed, and the iabp log files reveal fault # 57_5. The problem was cleared and corrected with a helium tank calibration. Unrelated to the reported issue, the stm replaced the pneumatic component luer as a precautionary measure since it showed wear. Subsequently, the fse performed full calibration, functional and safety checks to meet factory specifications and the iabp unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use on a patient case, when the cs300 intra-aortic balloon pump (iabp) was turned on, the iabp experienced an autofill failure. There was no patient involvement, and no adverse event was reported.